Manufacturer narrative:
Block b3: approximated based on the date of explant. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 36190080 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure. The leads and clik anchor came out of the patients body and became infected. The explanted device components will not be returned. No additional information has been obtained.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure. The leads and clik anchor came out of the patients body and became infected. The explanted device components will not be returned. No additional information has been obtained. Additional information was obtained indicating that the patient was doing well.